Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks after implantable pulse generator (ipg) implant, the implant detect feature had not finished causing there to be no diagnostic information recorded since implant. The implant detect feature was programmed off. The ipg remains in use. No patient complications have been reported as a result of this event.